Manufacturer narrative:
(B)(4).

Event description:
It was reported that a calibration issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determine to be a high wedge error. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. The reported event of calibration issue is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.